Manufacturer narrative:
The product pertaining to this complaint was not returned, however, the lens was received and a visual inspection shows the lens has no visible damage. There is clear surgical residue on the lens. It should be noted that the cartridge wasn't received for evaluation.

Event description:
The reporter stated that the surgeon was advancing a 22.0 se/2.0 diopter toric silicone lens in the msi-pr injector and the lens became stuck. The surgeon thought the lens was getting torn, so he quit using it. The reporter stated that they thought it was due to the plunger in the injector. No pt contact.